Event description:
It was reported that when using the BD Pyxis¿ Medflex 1000 the drawer had failed and was unable to open. The user was unable to issue medication. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial Reporter Facility: COLONIAL MANOR ADVANCED REHABILITATION & HEALTHCAREA review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 16-JUL-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.Upon investigation of the actual device used in this incident, it was determined that the drawer had failed, preventing the user from issuing medication. The field service engineer (FSE) investigated the matrix drawer and found that it was not functioning due to a disconnected connection at the rear of the station. The station was powered down, the connection was restored, and the system was restarted. Functional testing and diagnostic testing were completed, including repeated drawer open and close operations, which were successful. Inventory testing was then performed with the user, and medication transactions were completed without issue. No additional problems were identified, and the system was confirmed to be operating normally. No delay in patient care or harm was reported. The system functioned as intended after field service engineer repaired the device.